Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a case the doctor noticed blue flecks coming off the pencil and into the bone. They did remove the flecks via irrigation. There was no report of injury to the patient.

Manufacturer narrative:
It was discovered by the evaluation team that the device returned for evaluation was not a smith and nephew device. Communication with the reporting user facility confirmed that the device returned was in fact the device that was associated with the original complaint. The device is being returned to the user facility per their request so that they can submit it to the correct manufacturer. Evaluation codes updated to reflect that no evaluation was conducted. (B)(4).